Manufacturer narrative:
(B)(4). An additional MDR report was filed for this event, please see associated report: 0001822565-2021-00458 reported event was confirmed by review of radiographs. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause for the implant fracture can be attributed to inadequate proximal bone support. Radiographs identified the following: 1) poor bone quality 2) poor stem positioning in canal - distal pedestal 3) inadequate quality of proximal support 4) pre-fracture osteolysis 5) undersized proximal cone body. No other findings/complications related to the event were noted. Zimmer biomet initiated a voluntary device correction of the labeling of zmr porous revision hip prosthesis and zmr revision taper hip prosthesis. A field action was conducted in which zimmer updated the associated labeling to provide further instructions, particularly as it relates to ensuring full proximal support is achieved. Additionally, a CAPA had been completed for investigating the cause of zmr stem fractures. The root cause was determined to be lack of proximal bone support. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 00999601935 femoral body - revision 62734725; 00631005832 liner 10 degree 63412084; 00801803205 femoral head 63384835; 00223200118 cerclage cable 63454774; 00223200118 cerclage cable 63460283. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient an initial total hip implant and was revised approximately three years later due to a fracture of the zmr revision stem. The stem fractured at the junction between the proximal and distal bodies. No event has been reported that could have caused the break. The patient was walking normally when he felt severe pain in the region and was unable to stand. Forwarded to the hospital, awaiting date for replacement of the prosthesis. Stem was replaced with local competitor stem implant (baumer). No additional information is available.